Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the stent became damaged when retracting into the catheter. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 6f guidezilla¿ ii guide extension catheter was selected for use. During the percutaneous coronary intervention, after crossing the proximal rca, the physician attempted to use the guidezilla during delivery of an unspecified stent. However, severe resistance was felt while maneuvering the guidezilla at the tortuous part. Because of the resistance, the guidezilla was pushed and the physician pulled the stent system back to help find a better delivery position. However, when the unspecified stent was pulled from the vessel, it became caught on the guidezilla and the distal part of the guidezilla, and the stent, became lifted. When the system was removed, it was noted that the distal part of the collar of the guidezilla was found to be deformed. The stent delivery system was removed intact, with the stent still intact (not deployed). The procedure was completed with a different device. No patient complications were reported and the patient's status was good.